Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not alarm below the designated pressure threshold. A review of the event history log revealed 'downstream occlusion!' Messages however alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation observed and found that the pump passed the downstream occlusion testing and the occlusion occurred within the pounds per square inch (psi) specification range. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion below the designated threshold at 3.62 pounds per square inch (psi) during routine testing at the biomed service department. There was no patient involvement. No additional information is available.